Event description:
Info rec'd indicates the led for battery power would stay on until a function was activated which would drain what voltage the battery had left and the led would go off at that time.

Manufacturer narrative:
The technician replaced the battery to repair the bed.